Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.